Manufacturer narrative:
The customer's reported complaint of an insufficient heat seal leading to a breach in sterility is confirmed. Conmed received one 138104 in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection was performed and found the device was encroaching into the seal. A functional inspection was done via dye leak testing per procedure. The dye leak testing indicated that the packaging had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 99 complaints, regarding 605 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised that these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic; these devices fail the inspection described herein. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, electrode, flat blade, std, extended insulation, catalog # 138104 lot 201907291, for a possible insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in (B)(6). Due to the potential severity of a possible breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.